Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The product was not returned for analysis; the return of the device may have assisted in the investigation. A device malfunction can be influenced by numerous factors including, but not limited to manufacturing, however, to assure that all products perform according to specifications, devices are subject to inspection during manufacturing. In addition, sampling of finished devices is destructively tested, to verify the functionality of the device. Another contributing factor to this event can be patient anatomical condition, however, patient age, weight, gender and other relevant medical information were not provided. With respect to user technique, information concerning user technique was not provided. It should be noted that the training status of the physician is unknown. Furthermore, a specific failure mode for the device was not reported and it is not possible to determine a conclusive cause. Based on the review of the event information and the testing/inspection criteria, a product quality deficiency was not noted. A review of the database was not performed because the device lot number was not reported.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device either before or after an abdominal aortic aneurysm procedure. Reportedly, three proglide devices were used at one groin site and two proglide devices were used at the other groin site. One of the devices 'malfunctioned'. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela. Though requested, additional information was not provided.